Event description:
A hospital reported that the gas inlet of neopuff infant resuscitator had cracked thus, it was not holding or fitting tightly. No pt consequence was reported.

Manufacturer narrative:
The complaint device is currently being investigated. A f/u report will be provided once we receive the investigation result.